Manufacturer narrative:
Device evaluated by MFR: the comet pressure guidewire was returned and analysis was completed. The returned product consisted of the wire connected to the rfid handle. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The device showed two kinks located 29cm and 166cm from the tip. There was some peeling of the coating at the 166cm location. The tip showed damage in the form of a kink/bend. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink damage and peeling was attributable to handling issues; therefore, the cause code unintended use error caused or contributed to event was used for this damage.

Event description:
Reportable based on analysis completed 25 jan 2019. It was initially reported that the physician was unable to get the comet pressure guidewire to cross the targeted lesion in the 80% stenosed mid left anterior descending artery due to calcification. Another of the same device was used to complete the procedure successfully with no patient injury. Returned device analysis revealed some slight peeling of the device coating